Event description:
The hcp reported the patient was experiencing a loss of spasticity control. An intrathecal dye study was attempted, but unable to extract cerebrospinal fluid. The fractured catheter was able to be seen on fluroscopy. The catheter was revised. The patient had reported that the surgeon did leave some catheter pieces in due to spinal risks. The patient recovered without sequela.